Manufacturer narrative:
Concomitant medical products: product ID: 5076, ventricular lead. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿device rounds: pacemaker 2:1 upper rate behavior¿two causes, one patient.¿ doi: 10.1111/pace.13534 pace - pacing and clinical electrophysiology. 2018; 41 (12): 1665-1668. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this patient¿s implantable pulse generator (ipg). The patient presented with ¿complaints of limited exercise tolerance.¿ the patient also was using an (B)(6) watch and while exercising the heart rate on the watch ¿suddenly drops in half to approximately 75 bpm.¿ the device was reprogrammed. Two months later, the patient reported feeling improved, but still noted that the episodes on the (B)(6) watch still showed a sudden drop in heart rate. The author stated that the device failed to ¿track atrial rates¿ and was oversensing the t-waves. The device was reprogrammed again and the patient¿s symptoms were resolved. The device appears to be still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.